Event description:
Caller states she purchased a new box of multiclix lancets. Caller found that all of the lancets were loose from the drum, preventing the drum from being inserted into the device. Caller returned the multiclix lancets to the pharmacy; a new drum was used from the same packet and loose lancets were discovered. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to the first of the year.